Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00009 on 10jan2020. Additional information (13jan2020): siemens reviewed the provided data and there was no product nonconformance identified. The instruments were removed from the third-party water purification system and placed on the purified water distributed by siemens for use on the dimension exl. This resolved the imprecision. Siemens has monitored the account for 3 weeks with no further recurrence. The siemens customer service engineer (cse) also decontaminated the analyzer and confirmed the precision. Siemens concluded that the cause was the third-party water purification system that was used to supply water to all of the dimension analyzers at the customer site. Mdrs 2517506-2020-00010_s1 and MDR 2517506-2020-00011_s1 were filed in conjunction with this MDR.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent 2 drain, reagent 2 (r2), sample solenoids, and ran alignment checks. Quality controls (qc) and precision checks compared to other dimension exl instruments were within range. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2517506-2020-00010 and MDR 2517506-2020-00011 were filed in conjunction with this MDR.

Event description:
A discordant cardiac troponin patient result was obtained on a dimension exl with lm instrument. The initial result was reported to the physician(s). The same sample was repeated on the same instrument and again on an alternate dimension exl with lm instrument. The repeated result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.